Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.device not returned yet.

Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred on the avea ii ventilator. At this time, there is no information regarding patient involvement associated with the reported event.